Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was able to recharge in a comfortable position lying down. They also put the recharger directly against their skin without any complications and patient thinks this is helping with charging time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown but likely body size was the contributing factor. No further action was to be taken and the issue was confirmed resolved. On (B)(6) 2021(B)(6) the patient called in reporting that they are losing connection when charging ins. Pt stated due to this it took an hour to charge ins to 50% last night and stated it is "extremely slow". Pt stated this has been going on since doi. Pt stated they have tried positioning recharger directly on ins on skin. Pt stated they will get good connection and then they will lose connection and it will change to searching. Pt stated there has been one time when they were able to charge ins pretty fast but stated all other times it has been slower than the time pt was expecting it to take to charge their ins. Patient services reviewed recharging duration considerations related to maintaining connection. Pt stated they tried charging while sitting and crossing right leg last night and stated it was still slow. Pt stated they eventually stopped charging ins at 90% last night. Pt stated they are not getting any error messages but stated they will lose connection and it will go back to searching. Patient services reviewed recharger placement and charging best practices. Pt was trying to charge using belt on call and continued getting searching. Pt removed recharger from belt and then was able to connect with ins with excellent connection, but stated they lost connection, and this changed to searching again without moving recharger. Pt stated they hate where the ins is located because "it's irritated all the time". Pt stated ins is located high on their back, but stated that it rubs on their clothes and gets irritated. Pt stated on call when trying to charge the ins site hurt. Pt stated ins has not been bumped that they are aware of. Pt mentioned ins is superficial to skin. Patient services recommended pt discontinue charging and follow up with hcp to discuss these issues and check ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient was getting a message to call mdt because "there were some errors". Patient reported not doing well with charging since date of implant due to losing connection and searching for device constantly. Patient stated they will get good or excellent connection and then will change to searching. Due to this patient reported it sometimes takes an hour and half to two hours to charge ins. Patient stated last night got ins charged to about (B)(6) and then got error message that said to call mdt (patient could not recall any further details regarding message). Patient services recommended patient make note of error message if occurs again. Patient services walked patient through trying to charge ins on call. Patient stated ins is in a "horrible spot". Patient stated they can feel ins well when palpating so ins feels superficial. Patient stated "it feels so weird". Patient was getting searching for device on call when trying to charge ins initially. Patient had recharger placed on ins over thin clothing. Patient repositioned recharger and continued getting searching. Patient confirmed not near any emi. Patient was sitting when trying to charge. Patient crossed right leg while sitting, repositioned recharger again and confirmed successfully connected with ins on call. Patient charging ins with excellent connection at end of call. Ins is at 10%. Patient will continue charging ins fully and will call back if patient needs further assistance charging ins. Patient mentioned they usually charge with belt not moving around. Patient services reviewed recharging best practices. The troubleshooting steps that were taken on the call resolved the issue.